Event description:
Reference number (B)(4). Event occured in spain. It was reported that the patient experienced an infusion set detachment event on (B)(6) 2026 due to sweat. No further information is available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.